Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported that abutment screw (iunihg) was loosed and retorqued. No additional complications were reported.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. The customer reported two loosening events with the product. Screw was retightened / retorqued. This investigation covers the first loosening event. Biomet screw is a single use device and retightening is considered off label use. Functional testing to recreate the reported event could not be performed due to the nature of the event. No pre-existing conditions were noted on the per. The device had been placed on an unknown tooth location for an unknown amount of time. X-ray or picture images were not provided. DHR review was completed for the subject lot number (1227595). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (1227595). Only one other complaint about nonconforming products was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event/product are unknown/verifiable. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician failure to torque screw to specification or parafunctional habits of the patient over the implantation period. The following sections have been updated: g7: checked "follow-up."

Event description:
No further event information available at the time of this report.